Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of high out of range impedances greater than 2000 ohms. No additional adverse patient effects were reported.